Event description:
Unit shut down on a pt after running for 6.5 hours. No pt injury occurred as the ventilator was changed out. Unit gave a high pressure alarm and moisture was found in the expiratory pt tubing all the way up to the moisture trap of the 300. The humidifier used was set very low. The pt had coughed a lot and mucus was found in the flow transducer screen and throughout the expiratory circut.